Event description:
It was reported three days after implant that the patient's right ventricular (rv) lead dislodged as evidenced by a positional shift from the septum to the apex. The rv lead was repositioned before the patient was discharged and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.